Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep performed a generator calibration. The system operates as intended.

Event description:
The customer reported that the system was overheating without any warning and the images were grainy.